Event description:
A surgeon reported that following the use of vsp system cutting guides, the holes on the patient's mandible did not properly align to the custom plate. As a result, the surgeon drilled additional holes to allow for proper placement. Minimal surgical delay was reported, and the surgery was completed successfully.